Event description:
It was reported that the patient underwent a 3 level acdf with implant of interbody cages and anterior cervical plate. During the surgery, it was reported that the surgeon was not able to lock 4 of the 8 screws of the plate. According to the surgeon, 4 screw heads did not pass the locking ring of the plate. The plate was left implanted. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.